Event description:
It was reported that a new user on their first day with the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 303 mg/dl about two hours after dinner; the user inspected the infusion set and tubing, detected drops during a line test, reattached the tubing, and resumed insulin delivery, after which glucose trended downward to below 180 mg/dl. Investigation included customer-care guided troubleshooting and user education. Further investigation of this case revealed no identifiable device or component malfunction and that insulin delivery resumed after reconnection of the tubing. No clinical symptoms associated with high blood glucose reported. Outcomes included resolution without medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause with adequate response to troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.